Event description:
A trauma patient was in the or for tracheostomy. The patient was on 100% oxygen. A midline incision approximately 3cm in length was made. The subcutaneous tissue was divided using electrocautery. The cuff on the endotracheal tube ,ett, was deflated & backed out. An incision was made into the trachea using a blade and electrocautery due to bleeding. Upon entering trachea, there was a spontaneous eruption of fire lasting 2-3 seconds. The surgeon believes the ett was on fire. It is not known if the cautery actually touched the ett. Damage was noted to ett. The soft tissue of the neck showed no significant burn injury. Bronchoscopy showed no sign of tracheal injury distal to the tracheostomy. The patient underwent tracheal debridement with stent placement several days later. The patient subsequently had 3 other tracheal stent revisions. The patient is currently doing very well with no further complications. The ett is not fire-resistent material.follow up reveals that the stenting revisions and the debridement were a result of the burn injury. The degree of the burn is unknown.